Event description:
Reporter alleged blood glucose measured 30 mg/dl at 7:14 pm and customer stated feeling low blood glucose, however, types of symptoms were not identified. Reporter stated customer took two oral glucose tablets and glucose tested 243 mg/dl at 7:22 pm. Reporter indicated within another minute afterwards, glucose read 52 mg/dl. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.